Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about 1 month post implant the patient came to the hospital complaining of pleuritic chest pain. The patient was found to have a pericardial effusion. The right ventricular (rv) lead threshold was noted to have increased significantly and was high. Pericardiocentesis was performed. The threshold was noted to not be improved. Reprogramming was performed. The rv lead remains in use. No further patient complications have been reported as a result of this event.